Event description:
It was reported that balloon rupture occurred. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. However, during the first inflation at 6 atmospheres for 20 seconds, the balloon ruptured and a pinhole was noted at the middle of the balloon. The device was removed and the procedure was completed with another of same device. There were no patient complications reported and the patient was in good condition post procedure.

Manufacturer narrative:
(E1) initial reporter city: (B)(4).

Event description:
It was reported that balloon rupture occurred. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation, however, during the first inflation at 6 atmospheres for 20 seconds the balloon ruptured. It was then removed and completed the procedure with another of the same device. There were no patient injury reported and the patient condition was good. It was further reported that the 99% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee.